Manufacturer narrative:
The complainant was unable to provide the suspect device lot number. Therefore, the manufacture date and expiration date are unknown. (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that spaceoar was implanted during a spaceoar placement procedure performed on (B)(6) 2021. Additionally, the procedure was done under local anesthesia. The physician confirmed that after reviewing the magnetic resonance imaging (MRI) that there was good placement of the gel at the apex, however 5ccs of spaceoar gel appeared to be involved the rectal wall near the apex. There were no patient complications reported as a result of this event. The patient condition was reported to have fully recovered and he received external beam radiation therapy (ebrt).